Event description:
Scd machine was plugged into wall and cycling. Nurse was going to plug IV pump into wall socket next to the scd plug. Nurse noticed that the scd plug was 1/4 to 1/2 inch out of the socket. The plug had a ground prong. As the nurse began to push the scd plug into the wall outlet, the metal face plate from the wall outlet slipped off and touched the plug. There was an arc that "lit up the corner of the room" per the nurse. The nurse experienced numbness and tingling of his hand and arm up to the shoulder. The nurse had a 2 inch soot stain on the middle finger of the hand. The scd machine continued to function. The nurse did not remove the plug or do anything else to the outlet. The biomedical staff were not aware of the event and changed out the plug on the scd machine. The outlet was changed out by facilities staff.